Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a percutaneous lead on (B)(6) 2011. It was reported that she was without stimulation and unable to increase the amplitude for her therapy. Follow-up on this matter found that the pt has an invalid impedance measurement for one of her lead contacts. However, effective stimulation was recaptured via reprogramming. No further issues were reported.